Event description:
A patient reported experiencing inaccurate low results with a fasttake meter. The patient's blood glucose was 11.5 mmol(meter) versus 14.9 mmol(lab) within 10 minutes, with a difference of 23%. Patient did not experience any adverse events. No further information has been reported.